Manufacturer narrative:
Concomitant products: product ID: 8835, serial# (B)(4), product type: programmer, patient.

Event description:
Information was received from a consumer and healthcare provider (hcp) regarding a patient who was receiving fentanyl with concentration 2000 mcg/ml at a dose rate of 1155.2 mcg/day, bupivacaine with concentration 20 mg/ml at a dose rate of 11.552 mg/day, and morphine with concentration 3.6 mg/ml at a dose rate of 2.0794 mg/day via an implantable pump for non-malignant pain and failed back surgery syndrome. A consumer reported that the patient attempted to administer themselves a bolus and a caution symbol, code 616, appeared via their personal therapy manager (ptm). It was noted that the patient was lying on a heating pad regarding the event. The patient was questioning if it had gotten to warm. An hcp further reported that the patient saw a code 616 via their ptm at 04:00 this morning ((B)(6) 2016). The patient was able to receive boluses after seeing the code. The patient however was only able to use 3 to 4 boluses out of the total number of boluses available which was 7. The patient felt there was something wrong with the pump. The patient slept on a heating pad and this morning when she woke up the heating pad was lying over the pump. It was being considered that the reported 0616 code was possibly an uplink error and that the patient should try to deliver a bolus again. It was also being considered that a 0616 code could possibly be the result of moving the ptm or electromagnetic interference (emi) being in the area. The hcp was to contact the patient and discuss the 0616 code and see if code 0616 was what the patient saw on the ptm. No patient symptoms were reported.

Manufacturer narrative:
(B)(4)

Event description:
Additional information received from the consumer indicated the patient received a 2 hour lockout (same as the lockout interval) when she used her cell phone or around other electronics. The patient felt like she was not getting her boluses, even when receiving the 2 hour lockout. The patient tried moving to a location with no electronics, but still encountered the lockouts. The patient was directed to have their hcp to review pump logs and the personal therapy manager (ptm) technical report to confirm the reason for lockouts. The patient was advised to avoid sources of electromagnetic interference (emi), movement, and to use the optional antenna (patient had an antenna that she did not use). It was stated the issue began on (B)(6)-2016. Additional information received from the hcp indicated there was no confirmation on the "616" error code. The patient did not schedule a follow-up appointment regarding the issue. No actions/interventions were taken to resolve the issue, as the patient was able to receive a bolus after the code was displayed (considered to have resolved itself). The patient was instructed that if she pushed the bolus button more than once, then "different signals would go through." The patient was instructed to make an appointment with their hcp if the issue persisted. The patient also stated her pain was not controlled.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.